Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement, and that the pump was swapped out for a new pump.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. The upper and lower auxiliary assemblies were failing, which are known contributors to system error 322. The failed upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.